Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple new pens were used with the programmer and the pens were calibrated many times but they did not work. The product has been returned for service and test and calibration. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and the cursor did not align. The connection between xy board and overlay was reseated and the stylus was calibrated . It was also noted that the eject button on the pcmcia card slot and the tabs on the power cord bay door were broken. It was noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.